Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the ligating device fracture could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the single use ligating device, the surgeon applied the tissue clip combined with ligating device to perform a purse-string suture on the wound. The ligating device suddenly fractured during the cinching process, resulting in suture failure. An immediate re-suturing of the wound was then carried out. There was no report of patient harm.